Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause is traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the subject device broke off and was retrieved from the patient during a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00135. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.